Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient had a revision to replace the ipg however the physician had difficulty removing the ipg which resulted with the device being explanted. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in six months ago.

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg). It was also noted that the patient had gained weight since implantation. The patient underwent a procedure to explant the ipg. During the procedure, the physician experienced difficulty removing the device due to the presence of approximately a half inch of encapsulating tissue surrounding the ipg. A scalpel was used to assist with removal, during which the leads were inadvertently cut, and the procedure was aborted at that point. The ipg was successfully removed; however, the cut leads remained implanted in the patient. The device was not returned for analysis as it was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in six months ago. Correction to initial emdr in blocks f10 and h6.